Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The battery began charging within five minutes and eventually reached full capacity. The issue was resolved after the customer confirmed the problem was no longer current.